Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal jaw became separated from the silicone boot. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal jaw became separated from the silicone boot. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). Specific actions for the reported/analyzed failure mode are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned to the factory for investigation. Signs of clinical use was observed. There was evidence of blood and charred tissue were detected on the jaws and heater wire. Upon examining the jaws, the examination revealed that the heater wire was bent and curled at the tip, flexed at the center and remained attached at the base of the jaw. The silicone insulation was also observed to be slightly peeled on the cold jaw. Based the returned condition of the device and the results of the investigation, the reported failure "material twisted/bent; wire" and the analyzed failure "peeled jaw" are confirmed.